Event description:
The patient had two leads from the same lot for off-label use. It was reported one of the patient's supra orbital leads had migrated. A butterfly anchor was used and located behind the patient's right ear. As a result, the patient's lead was explanted and replaced. During the procedure, the doctor also electively explanted the other lead and the ipg with a different model. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.